Manufacturer narrative:
Follow up MDR for correction: d tab updated: unknown injection needle; unknown material ; unknow lot number.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #305200. Lot #2172517. Verbatim: rcc received a complaint via email. "The needle came off while staff was drawing up the medication." Based on the photo provided by the facility, it appears that the complaint is regarding the needle shaft detaching from the needle base.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported the injection needle separated. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was received for evaluation by our quality team. The photo shows a syringe with what appears to be a cap or needle hub assembled to it. No other information could be obtained from the photo. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
There was no patient harm or complications arising from this incident.